Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and the reported failure was confirmed. The instrument was found to have a blade broken. The blade broke at roughly 0.188¿ from the base and the broken piece was not returned.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the harmonic ace instrument breaking by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the reported problem. Intuitive surgical, inc. (Isi) did not receive the da vinci product with the alleged issue to perform failure analysis. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. Review of the provided images confirms a fragment detached from the harmonic ace instrument. Two images show the housing to identify the instrument type, one image shows the message displayed at the time of the issue, and another image shows the jaw/tip of the instrument broken off of the instrument.

Event description:
It was reported that during a da vinci-assisted non-transthoracic transcervical esophagectomy surgical procedure, the customer was notified by the ultracision equipment to "relax the instrument pressure" but the harmonic ace instrument was opened. The harmonic ace was cleaned and reinstalled but the instrument broke when the surgeon activated the generator. A part fell inside the patient. The surgical field team replaced the instrument with a backup instrument (from the same allotment) and the "relax the instrument pressure" error persisted. The surgeon stopped trying to work with the ultracision and finished the procedure using the erbe generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was opened in the field directly by the operator, who carried out the assembly without issue. The lot number was l10220605. The first harmonic ace instrument broke but the second instrument was not recognized. At the time of the breakage, the surgeon was holding the forceps open, as the system requested to "relax the instrument". At that moment, the generator warned with the message ¿relax the instrument¿, the forceps was open, without any activity. The surgeon believes it to be a product defect. The harmonic ace was used about 10 minutes prior to the issue. The surgeon did not note any issues with the functionality until the message. The instrument did not collide with other instruments or hard material. Fragments did not fall inside the patient during an instrument tip collision. The fragment was removed with a laparoscopic forceps. All fragments were retrieved. No additional surgical procedures were required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The procedure was completed with the monopolar curved scissors (mcs). The instrument and fragment are available for return. The procedure was an esophagectomy.